Manufacturer narrative:
The device has been received and is currently under investigation. Therefore, the cause of the event is unknown at this time.

Event description:
The physician reported he was performing a coiling of the anterior communicating artery (aca) with boston scientific coils. He reportedly wanted to reposition the first bsc coil, and upon retrieval of the coil, it became stuck and stretched. The decision was made to remove the entire system. New catheterization was done with the guidewire and a different model of microcatheter. Another model of coil (coil in question) was inserted. The physician wanted to reposition this coil as well. Withdrawal was reportedly normal until two loops were left in the aneurysm. At that time, the coil broke from the detachment zone. Attempts were made with retrieval devices to recover the broken piece without success. The pt was moved to an operation theatre and neurosurgeons removed the coil and successfully clipped the aneurysm. Pt recovery was reported to be normal.